Event description:
It was reported that the patient was asymptomatic. It was noted that the defibrillatory impedance was high in all configurations on the right ventricular (rv) lead. All other measurements were normal. Programming changes were made. The patient was being monitored remotely. The patient was stable.